Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the suture returned is frayed, but the implant is not broken. Six unopened devices were returned. One was opened, no abnormalities were observed. The most likely cause for the failure is misuse of the device by pulling suture against a sharp edge. Bone preparation and bone quality were not provided.

Event description:
It was reported during a hip labral repair the implant pull out and the suture became unraveled. It was replaced then the very same issue occurred. The rep replaced these with a different lot number and the case was completed with no further issues. The patient is fine to date.